Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that during a ureteroscopy with stent placement (6 fr universa rt-1 stent) procedure, the monofilament tether stretched significantly. This occurred when the stent was being placed over the wire using flouro. The tether stretched when the pusher was in place and the tether was being cut in order to remove. The physician was able to very slowly and carefully, remove the tether and no portion of the tether remained in the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and specifications of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: this stent features a monofilament tether designed for repositioning and ease of removal. The tensile strength of monofilament is sufficient for removal. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. However, it is feasible to suggest that this incident may be a result of a procedural related event during the prepping process prior to insertion into the patient; however the device was not returned for evaluation so the root cause cannot be determined at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that during a ureteroscopy with stent placement (6 fr universa rt-1 stent) procedure, the monofilament tether stretched significantly. This occurred when the stent was being placed over the wire using flouro. The tether stretched when the pusher was in place and the tether was being cut in order to remove. The physician was able to very slowly and carefully, remove the tether and no portion of the tether remained in the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence